Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in pump history.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had loss of audio issue. The customer¿s blood glucose was unknown. The customer reported that they did hear beeps when audio volume settings were saved. Customer reported that they did not hear the differences between the two audio beep volumes 1 and 5. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The customer reported that the audio beep test was failed. The insulin pump will be returned for analysis